Manufacturer narrative:
Ni - it was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient's blood glucose result on her aviva combo meter was "hi" mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient had symptoms of lethargic, urinating frequently, heavy thirst, difficulty speaking, was heavily sweating, and had some vomiting. The elevated results and symptoms persisted for 3 days. On the evening of (B)(6) 2018, the patient called the paramedics. The blood glucose result on the paramedic's meter was "hi" mg/dl. This result was taken within 10 minutes of the patient's "hi" mg/dl result on her meter. The patient believes she was treated with dextrose solution via IV, but she was not sure. The patient was taken to the hospital and the blood glucose result was "hi" mg/dl on the hospital's meter around 20 minutes later. The lab result was 903 mg/dl. The patient was placed in the intensive care unit and she was treated with fluids via IV. The patient also had a urinary tract infection and she was treated with antibiotics via IV. The patient was released from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.